Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and severely calcified right popliteal artery. After a 6f non-bsc guide catheter and a non-bsc guide wire crossed the lesion, pre-dilation was performed with 3mmx4cm coyote balloon catheter. Another 5.0mmx220mmx150cm (4f) sterling balloon catheter was advanced for dilation; however, during the first inflation at 10 atmospheres, the balloon ruptured. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications nor injuries were reported and the patient was good post procedure.